Manufacturer narrative:
Update to h6: investigation findings.

Manufacturer narrative:
According to the report, the end-user was "using the rollator walker in its intended manner" on (B)(6) 2025 to walk from the "family room to her bathroom" when it "spontaneously fractured", causing her to fall. It was reported that the end-user was transferred to a hospital with "right hip to knee pain", and an x-ray resulted with a "distal femur fracture" which extended to her "right knee arthroplasty". It was reported that due to the injury she required a surgical procedure for a "right femur fracture reduction and fixation, percutaneous adductor tenotomy with retrograde femoral nail with interlocking screws being utilized" on (B)(6) 2025. It was reported that the end-user was discharged from the hospital on (B)(6) 2025 to a rehabilitation center where she received "physical therapy" until she went home on (B)(6) 2025. It was reported that the end-user is continuing to experience "gait dysfunction and related limitations, causing her to sustain other falls." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report, the end-user was "using the rollator walker in its intended manner" on (B)(6) 2025 to walk from the "family room to her bathroom" when it "spontaneously fractured", causing her to fall.